Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported mobile system blood glucose results of 13.2 mmol/l and 2.1 mmol/l within 10 minutes. Customer felt very sick, unwell and clammy. Husband gave her sugar drink and snacks and assisted her while measuring her blood sugar. Customer reported same system, different day results of 11.1 mmol/l and 4.3 mmol/l within 10 minutes. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.